Manufacturer narrative:
Based on available information, the cause of the reported battery backup issue causing the procedure to be aborted post-anesthesia was unable to be determined. On 12-jan-2022, an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the auxiliary (battery) power board (apb) and battery box to resolve the issue. Following service, the system was tested and verified as ready for use. On 21-mar-2022, intuitive surgical, inc. (Isi) received the auxiliary (battery) power board (apb) unit associated with this complaint and completed investigations. Failure analysis (fa) investigations could not confirm nor replicate the reported issue. In-house failure analysis revealed the returned apb unit was installed into printed circuit assembly (pca) test system and powered up in normal mode with no errors noted. The unit passed voltage/current, temp sensor, fans, patient side cart (psc) drive functional tests, ten power cycles with no issues. The root cause of the reported system battery backup issue that caused the procedure to be aborted remains unclear. A review of the site's complaint history was performed and identified two additional related complaints. No image or video clip of the reported event was submitted to isi for review. This event is being reported due to the following conclusion: the user facility reported a system back-up battery issue, and this caused the planned procedure to be aborted post-anesthesia. Should additional information become available, a supplemental MDR will be submitted.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure (post anesthesia), a battery issue message was displayed while setting up the system. During phone conversation with intuitive surgical inc. (Isi) technical support engineer (tse), the nurse confirmed that the system was connected to a working power socket. The nurse then reported that 3 battery leds were flashing green, but after a few seconds all turned to red. Despite the attempts to troubleshoot and power cycle the system with emergency power off (epo), the error issues continued indicating the system does not have a battery backup. The surgeon elected to postpone the surgical procedure. On 12-jan-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue occurred post-anesthesia and the patient was ready to enter the operating room. Ports were not placed. The system was initially started, and the error message immediately appeared. The system function could not be checked because the self-test stopped presumably due to battery backup issue. The caller confirmed the procedure was postponed. There is no evidence or allegation that a malfunction of an isi system, instrument or accessory occurred.